Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the device ws programmed to deliver elspar 1000 iu/ml, at a rate of 101ml/hr, and the delivery was started. It was reported that approximately 35 minutes after the delivery was started, the pt began vomiting. It was reported that the pt's heart rate was 160 beats per minute, and the pt was reportedly underactive. At that time, the nurse noted the device display indicated that 78.4ml had been delivered and the displayed rate was 50ml/hr, instead of the intended rate of 101ml/hr. The customer reported that within 10 minutes the pt's symptoms reportedly disappeared. No specific details were provided. The customer contact reported the pt was discharged home the same day. Though requested, no additional info was provided, including if any medical interventions were required.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.